Manufacturer narrative:
This event occurred in (B)(6). Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin I stat immunoassay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a troponin I value of 0.918 ng/ml accompanied by a data flag. The sample was repeated twice on (B)(6) 2021, each time resulting in a value of < 0.100 ng/ml accompanied by a data flag. The troponin I reagent lot number was 501356. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The repeat value was believed to be correct as it matched the patient's history. There were no alarms on the last calibration performed on (B)(6) 2021. Calibration signals were lower than expected, but did not appear to affect the calibration. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.